Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-9, lot# n183041, implanted: (B)(6) 2009, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported an alarm was heard with telemetry not yet performed. The pump was heard critically alarming hourly the two days prior to (B)(6) 2014. The patient had a return of symptoms and had been in extreme pain since the day of the alarm. The patient had an appointment scheduled for (B)(6) 2014 for a refill. At the appointment the pump was refilled. The most recent printout was not available, but the logs were all within normal limits. It was noted the refill appointment was incorrectly scheduled for (B)(6) when it should have been for (B)(6). The empty reservoir alarm occurred on (B)(6). The patient was going to be seen again on (B)(6) 2014. On the refill approximately 1 cubic centimeter (cc) of medication was withdrawn from the reservoir. The patient experienced withdrawal related to the event. The pump was later returned due to reported routine end of life (eol). The system was being used to deliver hydromorphone, bupivacaine, and morphine.